Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00863. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 9 months. Manufacturer's investigation conclusions: the device remained implanted and the patient remained ongoing on vad support until receiving a routine heart transplant on (B)(6) 2018. No adverse consequences were reported at the time of the heart transplant and the patient was not moved up on the transplant list. A post-transplant evaluation of the explanted pump did not reveal any issues that would have contributed to the report of driveline seepage. A direct correlation between the device and the report of driveline seepage could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient complained of bleeding around the driveline site on (B)(6) 2018 with no other symptoms. A picture of the site was provided to the patient¿s physician and infection disease specialist and the patient was started on doxycycline for 10 days. The patient completed the antibiotics on (B)(6) 2018; however, bloody drainage from the driveline site continued. An additional picture was submitted to the patient¿s physician and the patient was advised to continue taking the same dose of doxycycline until results from a wound culture were received. Culture taken (B)(6) 2018, showed few stenotrophomonas maltophilia. Doxycycline was discontinued and patient started on bactrim ds for 2 weeks. No additional information was provided.